Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited backup vvi operation. No further information was available.

Event description:
New information on (B)(4) 2019 stated the device was successfully reprogrammed and the patient was stable.